Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 2 failed to detect that it was shut. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 2 failed to detect that it was closed. A field service engineer (fse) replaced several components related to the position sensor and performed repeated tests using the hardware test application after each replacement, but the position sensor continued to function incorrectly. The fse then replaced full height drawer 2, after which the issue was resolved. The system functioned as intended after the field service engineer repaired the device.